Manufacturer narrative:
Product analysis: the device returned with a detachment on the hypotube. Kinks were evident on the hypotube proximal/distal to the detachment site. The hypotube material was oval and jagged on both sides of the detachment site the stent has moved distally over the distal markerband, and is deformed on the proximal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion had mild calcification and mild tortuosity. The stent was unable to enter the lesion. Patient weight provided. Annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute onyx coronary drug-eluting stent, the device experienced difficulties when inserting prior to deployment. It was then attempted to withdraw the device however the catheter of the device broke. Difficulties were encountered removing the device. The device was inspected prior to use with no issues noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the lesion had 80% stenosis in the ostial proximal left circumflex artery. Negative prep was performed. The lesion was pre-dilated. The stent did not pass through a previously deployed stent. Resistance was noted during delivery of the device. Excessive force was not used. Resistance was not noted during withdrawal of the device. The device was not kinked and re-straightened during use. Patient's age medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.